Event description:
Customer reported the system stopped fluoroing during a lumbar vertebrae exam. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.